Event description:
It was reported that during an unknown procedure, that the first clip did not stay on the tissue and just fell off. The second clip would not come together on the distal end. Unknown if the procedure was completed successfully. No patient consequences.

Manufacturer narrative:
Pc-(B)(4). Date sent: 8/17/2023 d4: batch # v94n5t investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with no apparent damage. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining 11 clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.